Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the part for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted hysterectomy procedure, it was reported that the endowrist vessel sealer instrument did not seal. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported sealing issue could cause or contribute to an adverse event. Furthermore, it is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the endowrist vessel sealer instrument suddenly stopped working. The customer reported that the instrument worked fine at the beginning of the procedure and then suddenly stopped sealing. There were no error messages displayed. The instrument was replaced and the planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Intuitive surgical, inc. (Isi) made multiple follow up attempts to reach the customer to obtain additional information; however, at this time, no further information has been obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation was not able to replicate the reported complaint. The instrument was placed and driven on an in-house da vinci system. The instrument moved intuitively in all directions, cut and delivered energy with no issues. The instrument was also tested for electrical continuity and passed with no issues. Visual inspection found no damage to the instrument. There were no errors found in the system logs.